Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system shuts down on its own. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4).

Event description:
A questionnaire was received from the customer stating the system also presented with an error code during surgery. The system was exchanged to complete the case. The patient experienced a posterior capsular rupture which resolved with treatment.

Manufacturer narrative:
This is an (B)(6) female patient who was scheduled for phacoemulsification and cataract extraction, when the system shut down. A posterior capsular (pc) tear occurred after the irrigation issue. The system, tubing, cassette and handpiece were all exchanged during the case. The case was completed with the new exchanges. The incision was made in the 12 o¿clock position. The phaco tip positioning was bevel down. Additional, related information was requested but was not obtained. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The system was examined and the reported ¿shut down¿ was confirmed (via event log). However, the ¿irrigation issue¿ was not replicated. The power cord and entry switch were both replaced to resolve the system message confirmation issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 29, 2015. Based on qa assessment, the product met specifications at the time of release. The system shut down issue can be attributed to the non-conforming power cord and power entry switch. The reported event(s) were ancillary to the posterior capsule tear. The posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).